Manufacturer narrative:
(B)(6).

Event description:
Related manufacturer reference number: 1627487-2021-17062. It was reported that following an implant procedure on (B)(6) 2021, the patient experienced a mild subarachnoid hemorrhage at the left frontal sulcus. The patient was asymptomatic. No further information is known at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.